Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. It was presumed that the foreign material remained in the channel due to the user being unable to properly reprocess the device. The suggested event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): instruction manual gif-h185, cf-h185l/I operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif-h185, cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that the jet tube was clogged on the distal end side. The material could not be removed, and it was observed once it was lodged 4 millimeters from the distal end of the device. The customer's originally reported issue was therefore confirmed. The following additional findings were also noted: light guide lens scratched, bending section cover adhesive cracked, assorted scratches, cracks, wrinkles, peeling components, discolored parts, and wear of the angle wire. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
An olympus representative reported on behalf of the customer, that their evis exera iii colonovideoscope had a tight jet channel. Upon inspection and testing of the returned unit, it was discovered that the jet tube was clogged on the distal end side. The material could not be removed, and it was observed once it was lodged 4 millimeters from the distal end of the device. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.